Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Root cause could not be determined based on information available in this complaint report. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis, requiring hospitalization the same day. The patient was treated with unspecified antibiotics on an unreported date. On an unknown date in (B)(6) 2010, the patient had recovered from the event of peritonitis. Hospitalization status was not reported. Pd therapy was ongoing.